Event description:
It was reported that the patient received two patient notification alerts for high, out of range hv lead impedance. Noise was reproduced when manipulated on one of the vectors show. Reprogramming was recommended. Patient presented in the emergency room several days later after experiencing a syncopal episode. Loss of capture and high pacing lead impedance were observed. Externalized conductors were also noted. The lead was capped and replaced. Patient was fine.